Event description:
Customer reported the light flickered during use. It was reported the blade appeared to be in good condition, but seemed to have trouble at times engaging with the dispogrip handle. No patient harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for investigation. Upon receipt the disposable laryngoscope blade was visually inspected for any signs of any abuse/misuse/damage. Nothing was noted. Since the handle was received minus any blade that might have been used on it, only the handle was tested. A functional test could not be performed without the appropriate matching hardware. Two tests were performed on the suspect blade in an attempt to create the defect condition of "flickering". The first was an electrical test. This test consisted of attaching a test lead to the blade grounding frame, and then creating a closed circuit by making the other test lead make contact with the blade led contact point. Three (3) dcvs (direct current volts) of electricity were applied to the equiplite blade. The blade led energized, and did not flicker. The power source was a lab protek voltage/current generator. The second test was a mechanical test. The blade was attached to a standard production dispogrip handle. Then the blade was fully engaged. To ensure the blade "fit" dimensions were being maintained, the handle was vigorously shaken in an attempt to loosen and cause the blade to drop back down into the attached position. A device history record review was performed and no relevant findings were identified. Mechanical and electrical testing did not confirm the complaint. It would appear there is a blade/handle compatibility issue, but the complaint is restricted to blade, which after testing no fault could be found.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the light flickered during use. It was reported the blade appeared to be in good condition, but seemed to have trouble at times engaging with the dispogrip handle. No patient harm reported.